Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Investigation results: according to the history files on (B)(6) 2021 at 10:10:22 the pump leaves the standby mode (time expired). From 10:17:39 until 10:18:40 the user has performed several attempts to change the syringe. The reference run was multiple times started without a securely gripping of the syringe. In all of these cases the user was informed by the pump about the situation that the syringe is not securely gripped (hint texts were displayed). All of these information messages were confirmed by the user with ok. Between 10:18:41 and 10:18:59 the unlocking lever was again several times actuated and further information screens regarding problems with the syringe fixation were still confirmed by the user. After two minutes without no interaction on the pump a reminder alarm occurred and was repeated several times until the syringe was removed and the pump was switched off. From 11:31:02 until 11:49:31 the pump was switched on again and a 50 ml ops syringe was successfully inserted and confirmed by the user, but a therapy was not configured and directly afterwards the standby mode on the pump was activated. At 15:59:24 the standby time was interrupted by a "battery low" alarm. Afterwards it was attempted to put the pump back into the standby with some user interactions. Additionally the unlocking lever is now also actuated several times (6x). Due to this fact the syringe is "reloaded" once again (repetition of the reference run at 16:12:03). Subsequently, the operating pattern continues and the unlocking lever is actuated again for 7 times. At 16:19:09, the syringe is partially or completely removed from the fixation of the pump. At the end at 16:20:41 the perfusor compact plus is switched off and was not any longer operated on this day . During the visual inspection of the perfusor compact plus it could be noticed that the seal for the rubber connection was damaged. No further damages could be detected. After the visual inspection the force sensor value and the current status of the plunger plate sensor was checked with the help of the service tool. The force sensor value was correctly displayed and after the plunger plate sensor was pressed the sensor recognized an increasing of the force. As a further test a long term system test was performed to check if there are abnormalities during the delivery mode, but an unusual reaction during the long term system test concerning an unintended drug application by the syringe pump (bolus) could not be noticed. The perfusor compact plus was working during the complete long term system test without any problems. As part of the functional inspection the selftest could be successfully performed. Afterwards a syringe could be inserted without any problems and was recognized by the device. The delivery mode could also be started without any problems. During the further functional inspection no abnormalities could be detected. After several performed syringe changes during the ongoing functional inspection the customer described error pattern (unintended drug application) could not be reproduced. The syringe was gripped safely without that the syringe was emptied. The above described complaint reason can be reproduced by setting the syringe in motion without a closed transfer system. Due to a very low coefficient of friction of the syringe type ops 50ml, a difference in height between device and patient (device is installed higher than patient), a emptying of the syringe by itself is possible as long as the syringe has not been completely gripped by the device. During the reference run the plunger leaves the membrane plate and the claws were not any longer able to reach the plunger. With the new reference run (from software i0002a0007 onwards) the user moves the drive head to the syringe. If the syringe has reached the membrane plate this is recognized by the light sensor barrier and the drive is locked. An unintended bolus or an unintended emptying of the syringe is not possible and therefore a software update is recommended. During the disassembling of the perfusor compact plus no damages could be detected inside the device. The complaint could not be confirmed. During the analysis procedure of the perfusor compact plus no abnormalities could be.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "bolus". When did the failure occur: during therapy. Reason of complaint: unintentional drug application through syringe pump.